Event description:
Date notified: 05/05/2000. A model 321 aspirator was reported not to hold a proper battery charge. An inspection revealed a defective battery pack. The cause of the battery failure could possibly be related to incorrect or poor charging procedures by the user or simply a random component failure. No exact cause could be determined. No adverse event occurred as a result of this problem.